Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned to edwards for analysis, the root cause for the structural valve deterioration and stenosis cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of the patient's underlying valvular disease pathology contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a failing 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of ten (10) years, nine (9) months, and one (1) day due to structural valve deterioration and stenosis. A second device, a 26mm transcatheter valve, was implanted in the aortic valve. Both devices remain implanted. Per obtained medical records, the patient was noted to have left ventricular dilation with an ejection fraction of approximately 30%. During the surgery, the valve was placed in an appropriate position and with rapid ventricular pacing, it was deployed and seated nicely. Postoperative transesophageal echocardiogram demonstrated good valve function with no evidence of any insufficiency and good fixation. The patient tolerated the procedure well and was transported to the cardiovascular recovery unit in stable condition. The patient was reported as doing well and was discharged to home.